Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a "calibration not accepted" alert followed by a "change sensor" alert. The event involved product(s) mmt-7040b, unk_reservoir, mmt-1884, unomedical. The customer was using a 780g system with a guardian 4 transmitter (mmt-7841zn). This was the second call on the same sensor within the last 30 days. The customer also reported a significant discrepancy between sensor glucose (sg) and blood glucose (bg) readings on with sg at 98 mg/dl and bg at 270 mg/dl and is beyond acceptable range. The customer could not run a test on the transmitter and declined further troubleshooting. The sensor was worn for fewer than four days. No further patient complications were reported. Mmt-7040b, unk_reservoir, mmt-1884, unomedical were not products not expected to return.